Event description:
It was reported that a volume discrepancy was noted. The actual residual volume (18 ml) was greater than the expected residual volume (5.1 ml). The pt experienced return of the following symptoms: increased baseline pain, anxiety, nausea and vomiting following a refill session. No alarms were noted. It was unk if there were medical issues. The hcp was considering other diagnostic options. The pump contained morphine sulfate. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).